Event description:
The customer reported the systems' steering was stiff and allegedly resulted in a staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Nothing unusual was found regarding the force required to turn and steer the system. The customer was advised the system should be moving before turning the steering mechanism. The system was found to be operating as intended.